Event description:
It was reported that, during a rotator cuff repair surgery in which a "4.5mm twinfix ultra peek anchor" was used; the screw slipped from the bone hole and could not be implanted. In consequence, the screw was removed by using counter clockwise rotation. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6 one 4.5mm twinfix ultra peek device used for treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. The insertion device was returned with a fractured anchor attached. Suture was still threaded through anchor and the inserter. Visual inspection confirmed the anchor was damaged. The symptom aligned with loss of axial alignment. The distal tip was damaged and force fractured. Both inserter forks were broken off. One fork tine came through when suture was moved through the anchor. The other fork tip appears to be wedged inside the anchor. A 3.8mm tapered awl is the recommended prep instrument for normal bone. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed.